Event description:
It was reported during a follow-up visit that the patient's right atrial (ra) lead had no capture, low pacing impedance, and no atrial sensing. During the reprogramming, the patient reported a warm sensation when the ra lead was active and the sensation went away when the ra lead was programmed off. The ra lead was programmed off and remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted: (B)(6) 2014. (B)(4).